Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer was hospitalized for high blood glucose and gastroparesis on (B)(6) 2017. The customer was treated with an insulin drip and pills. A self test on the insulin pump was ran by the customer and it passed. Troubleshooting was performed. The customer's blood glucose at the time of incident was 200 mg/dl. The customer's current blood glucose is 243 mg/dl. The customer does not have a back up plan. The customer mentioned his stomach was not feeling well for a couple of weeks and was waking up nauseated. The customer says if he drinks anything other than apple juice he will vomit. Nothing is returning.